Event description:
It was reported that within a month post implant, the patient felt pain at the device site. It was noted that there was a staff infection. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.